Manufacturer narrative:
(B)(4). The catalog number provided is the us list number that is the same as the international list number in the "unique identifier " UDI# field. A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. A return sample evaluation was not performed because tubing was not available. Review of the abbvie peg and j use fmea identified the cannula insertion step in the placement procedure that could potentially contribute to pneumoperitoneum. Additionally, moderate tension on the peg tube following placement is essential for formation of the stoma. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Patient received a peg placement on (B)(6) 2016. On (B)(6) 2016 a nurse reported that the patient in ireland complained of stomach spasm. The patient was in the hospital for the peg placement procedure and in the middle of titration phase. The patient had no bowel motions since (B)(6) 2016. The abdominal x-ray (pfa) performed showed two air pockets under rib cage. The gastro physician reviewed and requested surgical review. The surgeons decided to perform an emergency laparotomy on the evening of (B)(6) 2016 for a suspected perforation. The vital signs were within normal limits with temperature of 36.7. On the 16th feb 2016 additional information was received. The nurse reported that she confirmed with the team at the hospital unit that the outcome of the laparotomy indicated that the patient did not have a perforation or peritonitis. It was also reported that some ooze was noted at stoma site and tear sewed up. Patient is off duodopa and back on her oral medication for a few weeks. The patient was discharged 2nd week of (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicates the patient was hospitalized on (B)(6) 2016 for four weeks. A laparotomy was performed reportedly using the initial peg insertion site and as part of the procedure on (B)(6) 2016 an abdominal wash out and sterilization was also performed. The patient received 7 days of IV antibiotics post procedure and the initial peg site was sewn up and a new stoma sight and peg was implanted on an unknown date. The patient was discharged from the hospital on (B)(6) 2016.